Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
A complainant reported that the automated impella controller (aic) displayed a red alarm, purge line click-on not detected. After comparing an unused aic with the aic that had caused the alarm, it was determined that the cause was a broken nail ¿ damaged assembly. The aic was replaced. The patient remained on impella support.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were reviewed which confirmed the inability to detect the purge disc. The console was evaluated and it was confirmed that the purge flag had broken off on the console. The root cause of this issue was a broken purge flag.